Event description:
It was reported that when the user was out of the country, the pump had been exposed to rain and had powered off. It was also reported that the pump was able to power back on when it was programmed six to seven days later, but that the pump was flickering and was stuck on the animas screen for about a day or so and then was operating fine. There was reportedly no damage to the pump, battery cap or battery compartment and no corrosion was found in the battery compartment but the user was not sure if the pump had been exposed to x-rays or body scans while at the airport.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.